Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm noted on alarm history screen. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed motor position encoder error. Customer's blood glucose was 54 mg/dl. Customer was able to clear the alarm. Customer stated the alarm was beeping at him all day and he had low fasting blood glucose. Customer stated it was the first time the alarm had occurred. No further information reported.